Event description:
A friend or family member of the patient reported that in 2011 the patient's implantable neurostimulator (ins) failed when they were in israel and they had to have it removed and replaced. There were no symptoms alleged. The patient's indication for implant is dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.